Event description:
The customer reported "higher than expected bg levels without indication of alarm." Within a two hour period, he experienced consecutive high bg readings (305-309 mg/dl) that would not lower despite having administered multiple correction boluses. He therefore "doesn't think the pod is delivering insulin accurately". As a result of his "prolonged" high bg's, he was admitted to urgent care. The pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.